Event description:
In 2003, this pt was implanted with the gore excluder aaa endoprosthesis. As documented, the pt's right renal artery was blocked.

Manufacturer narrative:
To gore's knowledge the device remains function in the pt.